Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified no sign of use. Instrument passes both functional tests and dimensional analysis. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: patella reamer blade; p/n: 00597909541, l/n: 64018812, pat rmr bld; p/n: 00597909546, l/n: 64270358. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02769, 0001822565 - 2019 - 02770.

Event description:
It was reported during surgery that an instrument will not mate with compatible instrument as expected during use. Subsequently, the surgery was completed with a different instrument. Attempts have been made and no further information has been provided.